Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line). The unused clamps were open. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the nurse on (B)(6)-2011. The nurse stated the following: the event was reported to the on call nurse and retraining was going to be done with the patient. Therapy has been going fine since the event and there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Additional investigation is being conducted through ncr number (B)(4).

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was confirmed, because the patient reported that they had a clamp open. The cause was determined as use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.